Manufacturer narrative:
Customer complained about having charge/battery lasts less than expected/unexpected battery power loss alarm/low battery alert less than 1 week on (B)(6) 2021. The thump download was successful. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was out of specific range. Low battery alerts found in the adapt tool on (B)(6) 2021 at 21:32:05, 23:01:22 and 23:14:11 o'clock. Device passed sleep current measurement, active current measurement, self test and displacement test. No unexpected charge/battery lasts less than expected/unexpected battery power loss alarm/low battery alert noted during testing. Unit was cut opened and inspected. No physical damage or moisture damage found on the electronic assembly, motor assembly and battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. In conclusion, no battery power loss alarm or low battery alarm noted during testing. However, low battery alarm found in the device diagnostic trace and confirmed in the power management graph. Unable to determine the root cause, problem isolated to electronic assembly. Cosmetic damage found on the insulin pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not receive low battery alert prior to replace battery alert. Customer stated that insulin pump battery was lasting only for an hour and then getting low battery alarm. The battery was not replaced after the low battery alert. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.